Manufacturer narrative:
Further investigation will not be required as the device has not been returned.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds due to loss of capture on the left ventricular (lv) lead. Programming changes were performed to resolve the issue. The patient condition was unknown.

Manufacturer narrative:
Correction: h10 statement should be; further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes device interrogation revealed high capture thresholds due to loss of capture on the left ventricular (lv) lead. No changes or intervention were reported. The patient condition was unknown.